Event description:
Medwatch form rec'd from user facility that states: "during cardiac catheterization procedure, an insertion of a swan ganz catheter was attempted through the right femoral venous sheath. Difficulty advancing the catheter was noted. Swan ganz catheter was removed with balloon deflated - upon inspection it was noted that the balloon was no longer intact. Flouroscopy revealed the balloon to be located in the inferior vena cava. Pt continued to be unstable and required vasopressors, atropine and epinephrine to sustain heart rate and b/p. Pt expired in ccu shortly after completion of procedure (5/20/00). Md notes that device was not contributing to pt's death." Several attempts to contact the user facility rptr have not been successful. No further info is available.